Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank section d10 returned to manufacturer on, of the initial medwatch report should indicate: 12/20/2018.

Event description:
The customer contacted physio-control to report that during a patient event, the defibrillation pads were attached to the patient and connected to the device; however the device was not recognizing a connection. The customer had backup defibrillation pads that were connected to the patient and device and used without any problem. There were no adverse effects to the patient due to the reported issue. No further details about the patient are available from the customer.

Manufacturer narrative:
(B)(4). The customer's device was evaluated and the reported issue was not duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that during a patient event, the defibrillation pads were attached to the patient and connected to the device; however the device was not recognizing a connection. The customer had backup defibrillation pads that were connected to the patient and device and used without any problem. There were no adverse effects to the patient due to the reported issue. No further details about the patient are available from the customer.